Event description:
During the procedure, the patient experienced a cardiac tamponade. After the non-abbott (soundstar eco) catheter was connected and inserted into the patient, a magnetic sensor error occurred. The catheter was re-connected to the ultrasound diagnostic device adaptor, but the error continued. The catheter was replaced, and the patient experienced a cardiac tamponade. A swartz introducer was inserted into the left atrium and an endocardial perforation was suspected with pericardial fluid backflow. The sheath was fixed at the perforated position, so there was no decrease in blood pressure. In that condition, the patient was transported to the hospital. It was noted that the patient had a pericardial effusion before the procedure. The physician's opinion was that there was no direct causal relationship between the event and the product.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.